Event description:
Healthcare professional reported "textured" against left device. Later healthcare professional reported, "both ruptured." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact, and a sharp opening on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as surgical impact. A sharp opening on radius assessed as unidentified (tear) opening.